Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button responding intermittently when pressed. Claimed that the keypad was intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be loose and easily peeled off of the pump, the down keypad button intermittently responded and required excessive force to activate, and there was evidence of adhesive/contamination under the down button contact.